Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.

Manufacturer narrative:
--

Event description:
Additional information was provided that lv impedances were greater than 2,000 ohms in all four configurations. It was also noted that lv capture in the tip to coil was 5 volts at 0.5 milliseconds (ms), and there was no capture in the other three pacing configurations. No adverse patient effects were reported.

Event description:
Additional information was received that during the device explant for normal battery depletion, the left ventricular (lv) lead was surgically abandoned due to continued high out of range impedance measurements. A new lv lead was not replaced due ot the patient's normal ejection fraction. A dual chamber implantable cardioverter defibrillator (ICD) was implanted. No additional adverse patient effects were reported.

Event description:
Boston scientific crm received information that this let ventricular (lv) lead exhibited out of range impedances of greater than 2000 ohms. Pacing thresholds have also increased. Technical services (ts) discussed changing the lv pacing configuration to lv ring to coil and subsequent impedances were within range at 580 ohms. Ts discussed that based on this, it appeared that the lv cathode had been compromised. It was noted that this would be further discussed with the physician. To date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
Additional information was provided that the lv lead configuration was reprogrammed to ring to coil and the impedance, sensing, and threshold measurements were within acceptable ranges. It was noted that the physician was comfortable with the programming changes and the patient will be re-evaluated during the device replacement in a year to two years.